Event description:
It was reported that the pt had stopped breathing and passed away while connected to the ventilator. The ventilator did not alarm for apnea. The pt uses the ventilator non-invasively with a mask

Manufacturer narrative:
The reported problem was originally reported by the pt's mother. (B)(6).